Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During the device evaluation, service found that due to damage to the charge coupled device (ccd) unit, the specified resolving power was not obtained, and there were black dots in the image. The image guide protector was damaged. The universal cord protector on the scope connector side and the control section side was damaged. The universal cord was scratched. The light guide lens cover and the scope connector were dented. The adhesive on the bending cover (a-rubber) cracked, and the a-rubber was worn. The connecting tube coating was peeling. The grip was deformed, and the indicator marking on the grip was worn. The control unit was scratched. Due to deformation of the nozzle, water removal ability did not meet specifications. Due to a crack on the distal end cover, insulation resistance value did not meet specifications. The bending angles in the up/down and left/right directions did not meet specifications due to wear of the angle wires. The play of the up/down knob was out of specification due to wear of the angle wire. The suction cylinder and forceps channel port were shaved. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that after an unspecified procedure, the technician found the protector was cut off near the electrical connector during the leak test. There was no patient or user injury reported. The device was sent to an olympus service center for further evaluation. During inspection and testing, service found the endoscopic image displayed was blurry. This report is being submitted for the malfunction [blurred image] found during the device evaluation.